Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "feature lock is pre-set to off. With the feature lock turned on, you cannot deliver a bolus, change any pump settings or access any personal profiles." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to select the bolus feature setting on the pump. During troubleshooting, customer technical support (cts) discovered pump feature lock was set to "on." Cts explained reasoning behind the feature lock setting and the customer stated that setting may have accidentally been set to "on" while navigating through pump settings. Cts instructed the customer to turn feature lock "off." It was confirmed that the customer was successfully able to select the bolus feature. Reportedly, the customer's blood glucose level was 418 mg/dl and it was addressed with a correction bolus via the pump.